Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen(1500 mcg/ml at 392.2 mcg/day) via an implantable infusion pump. It was reported that the patient's pump was alarming every hour. The pump was interrogated and a motor stall was confirmed to have occurred at 2:19am and recovered at 7:54am; no symptoms of withdrawal were noted. It was noted that the patient does recreational welding, the reporter was unsure of welding machine specifics. Authorization for a pump replacement was initialized. No symptoms were reported and the patient was alive with no injury at the time of this report. The issue was unresolved and the patient had an oral prescription of baclofen if needed. No further complications have been reported as a result of this event. On 2018-09-21 (B)(4) (hcp, rep): additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that on (B)(6) 2018 the patient's pump was replaced. It was noted that the pump would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. The pump was returned and analysis found wearing on the shaft of gear. The catheter was returned and analysis found an area of compression on the catheter body approximately. Visual inspection of the sutureless connector (sc) identified coring/tearing/cuts in the cup of the connector. Visual inspection identified there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.